Manufacturer narrative:
The t:slim x2 pump user guide states: "the device is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose and the cause was unknown. Customer changed out the infusion set and delivered a bolus via the pump. Customer reported not eating all day in an attempt to lower blood glucose. Customer called paramedics but was not treated. Paramedics advised customer to change infusion set which she did, and blood glucose decreased to 256 mg/dl. Customer did not feel well, went to the bathroom, fell and hit her head. Customer did not test and did not know if blood glucose was low. Customer called paramedics again the same day, paramedics arrived and tested blood glucose which was 151 mg/dl. Customer was transported to the emergency room. Customer was not treated but advised to eat and told that the fall was likely related to not eating. Customer left the emergency room after 4.5 hours. Customer felt better after arriving home and eating. Reportedly, the customer was using u-500 insulin.